Event description:
Per the clinic, the patient developed pain, swelling, and fluid accumulation at the implant site, followed by poor device performance. The patient was treated with oral antibiotics (specific date and duration not reported) and subsequently underwent a fluid drainage procedure (specific date not reported). The implanted device remains.